Event description:
Device issue: stent dislodgement. Time of device issue: during use in the patient. Adverse event; medical intervention to implant dislodged stent in unintended site. Time of adverse event: during the procedure. It was reported that the patient was undergoing a cardiac intervention. The target vessel was located in the distal anastomosis of a saphenous vein graft to the obtuse marginal. The stent in question was inserted into the vessel and didn't cross the lesion. The stent balloon was removed undeployed. A visual inspection of the stent balloon showed that the stent had dislodged from the balloon. An x-ray was done and the stent was visualized in the vessel. The stent was still on the interventional guide wire, and a decision was made by the physician to place a new balloon into the vessel and expand the stent in place, which was an unintended site. Another stent was used successfully to treat the target lesion. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.